Manufacturer narrative:
(B)(4). Date sent: 10/19/2022. D4: batch # x94n8a. Investigation summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the pouch device found that it was received fired. In addition, the packaging opened was returned along with the instrument. The suture and the bag were returned for analysis, separated from the device. The bag was received fully cinched. The suture was received cut. The device was disassembled and the support arms were inspected and they were found to be with no damages. The event described could not be confirmed as the device performed without any difficulties noted. Although no conclusion could be reach on the cause of the reported event, the instructions for use do contain the following caution: ensure that the product logo on the instrument is face up, indicating that the bag will be in the proper position when deployed for specimen retrieval. Hold the endopouch retriever® instrument in a syringe-like fashion and push the thumb ring forward (see direction arrow 1 on thumb ring) until it touches the finger rings. This will deploy and advance the rim of the bag into the body cavity. When the bag is deployed, it will begin to unroll. The bag may be unrolled further by using the tip of a blunt laparoscopic instrument, such as the endopath® grasper. Place specimen into the endopouch retriever® bag. Ensure that the entire specimen fits within the confines of the bag. As part of ethicon¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot and batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: did any part of the separated pouch fall into the patient? If so, was the part retrieved? If a part broke off of pouch, is the part and the rest of the device being sent back for analysis? Or was the torn portion disposed of? Were there any patient consequences? If yes, please describe. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, the plastic detached from metal clips - ring detached from bag.